Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("severe and persistant pain") and dental caries ("dental problems (tooth decay)") in a (B)(6) year-old female patient who had essure (ess205) inserted (lot no. 721039) for female sterilization. Additional non-serious events are detailed below. Other product or product use issues identified: device monitoring procedure not performed ("she did not undergo essure confirmation test"). The patient had a medical history of early menarche and depression. Previously administered products included: yaz for an unknown indication. Concurrent conditions were listed as anxiety and chronic pain. Concomitant products included cyclobenzaprine, cymbalta (duloxetine hydrochloride), lidocain [lidocaine], fentanyl, gabapentin, tizanidine, morphine, oxycontin (oxycodone hydrochloride), prozac (fluoxetine hydrochloride), xanax (alprazolam), oxycodone and eferox (levothyroxine sodium) for depression. In (B)(6) 2007, the patient had essure (ess205) inserted. In 2007 she experienced pelvic pain (seriousness criteria medically important and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("profound, chronic fatigue"), dyschezia ("gastrointestinal or digestive system condition (painful bowel movements)"), nausea ("nausea"), neuralgia ("neurological condition (nerve pain)"), depression ("depression"), anxiety ("anxiety"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdomen pain"), groin pain ("groin pain"), pain in extremity ("inner thigh pain") and back pain ("severe and persistant lower back pain"). In 2008 she experienced dental caries (seriousness criterion medically important). In 2009 she experienced feeling abnormal ("brain fog") and memory impairment ("memory issues"). In 2010 she experienced peripheral swelling ("swelling of lower extremities"), dyspnoea ("shortness of breath"), loss of libido ("loss of libido"), dyspareunia ("painful intercourse with bleeding") and coital bleeding ("painful intercourse with bleeding"). In 2012 she experienced vision blurred ("vision/eye problems (blurry vision, new prescription for glasses)"). In 2013 she experienced alopecia ("hair loss"). Essure (ess205) was removed on (B)(6) 2019. The patient was treated with surgery (robotic hysterectomy, bilateral salpingectomy, cystoscopy and broken teeth need 12 teeth to be extracted). At the time of the report, none of the outcomes for these events were known. The reporter considered abdominal pain, alopecia, anxiety, back pain, coital bleeding, dental caries, depression, dyschezia, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, feeling abnormal, groin pain, loss of libido, memory impairment, nausea, neuralgia, pain in extremity, pelvic pain, peripheral swelling, vaginal discharge and vision blurred to be related to essure (ess205) administration. The reporter commented: essure insertion details: number of coils protruding into uterine cavity on the left side is: 3. Number of coils protruding into uterine cavity on the right side is: 3. Surgical pathology report: no evidence of hyperplasia or atypia. Myometrium and serosa: no pathologic abnormalities. Essure coils present in bilateral fallopian tubes. Benign paratubal cysts. Cut surfaces through the superior aspect of the uterus reveal bilateral tightly coiled wires consistent with the essure device. These bilateral coiled wires are removed and saved for patient. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, anxiety, chronic pain. The most recent follow-up information incorporated above includes data received on: (B)(6) 2020: plaintiff fact sheet received. Date of removal were added. This case is being submitted retrospectively following an internal review a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("severe and persistant pain") and dental caries ("dental problems (tooth decay)") in a 30 year-old female patient who had essure (ess205) inserted (lot no. 721039) for female sterilization. Additional non-serious events are detailed below. Other product or product use issues identified: device monitoring procedure not performed ("she did not undergo essure confirmation test"). The patient had a medical history of early menarche and depression. Previously administered products included: yaz. Concurrent conditions were listed as anxiety and chronic pain. Concomitant products included cyclobenzaprine, cymbalta (duloxetine hydrochloride), lidocain [lidocaine], fentanyl, gabapentin, tizanidine, morphine, oxycontin (oxycodone hydrochloride), prozac (fluoxetine hydrochloride), xanax (alprazolam), oxycodone and eferox (levothyroxine sodium) for depression. In (B)(6) 2007, the patient had essure (ess205) inserted. In 2007 she experienced pelvic pain (seriousness criteria medically important and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("profound, chronic fatigue"), dyschezia ("gastrointestinal or digestive system condition (painful bowel movements)"), nausea ("nausea"), neuralgia ("neurological condition (nerve pain)"), depression ("depression"), anxiety ("anxiety"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdomen pain"), groin pain ("groin pain"), pain in extremity ("inner thigh pain") and back pain ("severe and persistant lower back pain"). In 2008 she experienced dental caries (seriousness criterion medically important). In 2009 she experienced feeling abnormal ("brain fog") and memory impairment ("memory issues"). In 2010 she experienced peripheral swelling ("swelling of lower extremities"), dyspnoea ("shortness of breath"), loss of libido ("loss of libido"), dyspareunia ("painful intercourse with bleeding") and coital bleeding ("painful intercourse with bleeding"). In 2012 she experienced vision blurred ("vision/eye problems (blurry vision, new prescription for glasses)"). In 2013 she experienced alopecia ("hair loss"). Essure (ess205) was removed on (B)(6) 2019. The patient was treated with surgery (robotic hysterectomy, bilateral salpingectomy, cystoscopy and broken teeth need 12 teeth to be extracted). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, coital bleeding, dental caries, depression, dyschezia, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, feeling abnormal, groin pain, loss of libido, memory impairment, nausea, neuralgia, pain in extremity, pelvic pain, peripheral swelling, vaginal discharge and vision blurred to be related to essure (ess205) administration. The reporter commented: essure insertion details: number of coils protruding into uterine cavity on the left side is: 3. Number of coils protruding into uterine cavity on the right side is: 3. Surgical pathology report: no evidence of hyperplasia or atypia. Myometrium and serosa: no pathologic abnormalities. Essure coils present in bilateral fallopian tubes. Benign paratubal cysts. Cut surfaces through the superior aspect of the uterus reveal bilateral tightly coiled wires consistent with the essure device. These bilateral coiled wires are removed and saved for patient. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, anxiety, chronic pain. Lot number:721039, manufacture date:2010-03, expiration date: 2013-03. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-jun-2022: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.